Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the clinic with an alert for possible hv circuit damage. During an unrelated procedure inappropriate therapy due to oversensing of the cautery was observed. All device tests were normal. The patient was fine after the event and will be monitored.